Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, following implant of this right ventricular (rv) lead and associated device, defibrillation threshold (dft) testing was performed and testing failed. The healthcare provider (hcp) had to externally convert the patient. Troubleshooting included moving the device from the right side to the left side two days after implant, and dft testing was again performed. Dft testing failed and the hcp had to again externally convert the patient. This rv lead remains in service, and the patient was referred for an epicardial patch. No additional adverse patient effects were reported.